Manufacturer narrative:
Concomitant medical products: product ID: 37083-40, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 37083-40, serial/lot #: (B)(4), ubd: 20-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance testing performed during the implant procedure found that one of four contacts had a high impedance of >40000 ohms. The extensions and leads were cleaned and tested several times in an effort to troubleshoot the issue. The extension was cleaned and tested, switched into the other implantable neurostimulator (ins) port and tested, and tested with both implanted leads; however, each time the ¿fail was in the same electrode contact again.¿ it was stated that ¿the extension was failing.¿ the healthcare professionals (hcps) involved with the event ¿concluded that the extension should be replaced with another.¿ the extension was replaced as a result of the event and the issue was resolved. It was noted the ins remained in service and was ¿working correct¿ at the time of report. There were no signs or symptoms experienced by the patient from the event and ¿no factors to declare¿ that may have led or contributed to the issue. There were no patient symptoms or complications associated with the event, no medical or surgical interventions were needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization; the patient was alive with no injury at the time of report. No complications were reported or anticipated.